Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via ansm "silicone perspiration". Healthcare professional later reported "rupture, capsular contracture baker grade ii", confirmed via ultrasound. This report is for the left side. The device was explanted and replaced with another manufacturer's device .